Manufacturer narrative:
Additional information has been provided in h.3, h.6, and h.10. The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of the phaco handpiece not being fully connected to the system can be attributed to user error. The root cause of reported event of the phaco handpiece experiencing a post occlusion surge was unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure a post occlusion surge occurred at every occlusion break. It was discovered that the handpiece hub was not fully inserted into the system port. There were no system messages or warnings. There was no patient harm. Additionally, it was noted the nurse that set up the procedure, under the surgeon's guidance, is inexperienced and the console is placed in an awkward to reach position. The handpiece remains in surgical rotation and the staff will ensure the handpiece is fully inserted when used.